Manufacturer narrative:
(B)(4): d10: item # 4249, allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 60/mm, lot # 3174087. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery durasul inlay could not be anchored in the allofit cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures of the products provided; a product evaluation could not be performed. However, a scanned document from the hospital detailing information on the incident as well as containing the product stickers of the reported products was provided. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A review of the surgical technique 1-glbl-en allofit/allofit s cup system surgical technique, under the subsection "liner insertion," states that "bone or soft tissue remnants must not overlap the edge of the titanium shell, as they may prevent the liner from snapping into position." It further notes that "if the polar peg is deformed, it will not be possible to anchor the liner correctly." Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.